Event description:
It was reported in 2008, that during an aneurysm embolization procedure of a communicating artery, the subject device (microcatheter) was inserted and advanced through a guide catheter. This was the third coiling embolization procedure of the same aneurysm. Initially, no resistance was noted when advancing the subject device; however, the physician was unable to advance the subject device further. "The physician pulled back the..." Subject device and it was found that the subject device had already broken into two pieces inside the guide catheter. "The proximal remnant of the device and the guiding catheter were removed..." The distal remnant was removed with a goose neck snare. There was no serious injury reported and the current pt condition is good.

Manufacturer narrative:
The device directions for use (dfu) precautions: "to control the proper introduction, movement, positioning and removal of the microcatheter within the vascular system, users should employ standard clinical angiographic and fluoroscopic practices and techniques throughout the interventional procedure." As well, the dfu warns: "never advance or withdraw an intraluminal device against resistance. Movement of the microcatheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or damage the microcatheter and guidewire. In severe cases, tip separation of microcatheter or guidewire may occur."